Manufacturer narrative:
The customer's meters and strips were requested for return. The customer returned the meters but did not return the test strips for investigation. If the product is returned in the future, a follow up report will be submitted. The customer was taking antibiotics during the affected time frame when the comparison to the lab took place. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time. Product labeling states: "the action of oral anticoagulants (coumarin derivatives) can be increased or weakened when other medication is taken simultaneously (e.g. Antibiotics, but also prescription-free medication like pain relievers, antirheumatic medication and medication against influenza). This, in turn, can also lead to either an increase or a decrease in prothrombin time (inr)." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results with coaguchek xs plus meters serial numbers (B)(4) compared to a laboratory using a stago compact method. The results from the meters were 4.5 inr and 4.6 inr. The result from the laboratory was 3.2 inr. All results were within 4 hours. The customer¿s therapeutic range is 2.5 ¿ 3.5 inr.